Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #30 was placed with no signs of infection. The patient reported severe pain twelve (12) days after placement. Cbct showed inferior alvolar nerve (ian) was 4mm inferior to the implant. The implant was removed due to pain.